Event description:
The facility's biomedical manager contacted gambro and requested that a gambro technical specialist representative inspect a phoenix machine. The biomedical manager stated a patient expired at home, after completing an uneventful in-center hemodialysis treatment. It is the corporate policy of this facility to have the machine inspected by the manufacturer's technical service representative prior to returning the machine to clinical use. According to the physician and the nurses caring for the patient, they do not believe that a failure of a gambro device caused or contributed to the adverse event. Per corporate policy, no further clinical information will be disclosed. The cartridge blood set and the bicart column have been discarded by the clinic, and will not be returned to gambro. The machine was inspected by a gambro technical specialist representative who found it to be operating within manufacturer's specifications.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and lot number could not be provided by facility. Gambro identified the lot numbers of the cartridge blood tubing sets recently shipped to this customer and pulled the retained samples (08r158206, 09r158202 and 10r158216). All three lots were visually inspected, functional and dimensional testing performed with no failures detected.